Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No radiographs were provided to confirmed the alleged event; however, after review of the reported information, the root cause can be attributed to use error. No nuvasive product caused or contributed to this event. No product return.

Event description:
On (B)(6) 2019, a patient underwent an interbody fusion procedure with posterior fixation at th10-s1 levels without reported issues. Post-operative, the patient experienced pain. As per reporter it was confirmed that a screw at left side of the s1 level was in contact with the nerve. On (B)(6) 2019, a revision procedure was performed replacing the s1 screw.